Event description:
The site indicates when this x-ray system is scanning, it gives electrical shocks.

Manufacturer narrative:
Eval: method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.